Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5, d1. The device was returned to the factory for evaluation on 09/24/2025. An investigation was conducted on 10/02/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device . The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed, as well as the analyzed failure "premature activation" was observed. The lot # 3000485833 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported and analysed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
The hospital reported that the hst iii system (3.8mm) folded on itself and got stuck in the loading device when trying to separate the hs deployment device from the loading device. New device loaded and functioned without issue. There was no delay. There was no patient harm.

Event description:
The hospital reported that the hst iii system (3.8mm) folded on itself and got stuck in the loading device when trying to separate the hs deployment device from the loading device. New device loaded and functioned without issue.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.